Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: do not disconnect the tubing connector between the cartridge tubing and the infusion set tubing. If the connection comes loose, disconnect the infusion set from your body before tightening. Failure to disconnect before tightening can result in over delivery of insulin. This can cause hypoglycemia (low bg). H3 other text : device not returned

Event description:
It was reported that the customer experienced a low blood glucose (bg) level that ranged from 48-71 mg/dl. The customer consumed carbohydrates to address the low bg. Technical support performed a system check on the pump and confirmed that the customer disconnects the infusion set at the t:lock. Technical support educated the customer on the proper way to disconnect the infusion set. The customer did not acknowledge that disconnecting at the t:lock was what caused the low bg. The cause of the low bg was ultimately unknown. Recommendation was made to consult with healthcare provider regarding diabetes management.